Event description:
It was reported per field service report symptom - unit alarmed wit h"less than 20 minutes on battery" after pumping on dc for a short time; unit lasted less than 5 minutes. Confirmed on patient. Software level 2.24. Findings/action taken: unit had been charging for 3 days. Initiated unit pumping on dc. Measured 12.2 v dc on battery, battery voltage dropped to 11.8 within 10 minutes. Performed power supply voltage check and all voltages measured within specifications. Replaced battery and replaced power supply as a precaution. Unit passed functional checkout with electrical safety test. The pump is back in service.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.